Event description:
It was reported that this right atrial (ra) lead with this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise and low out of range pace impedances. There was inappropriate mode switch noted. This lead and device remain in service. No adverse patient effects were reported.